Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2011 after the use of the product.

Manufacturer narrative:
Sections (additional patient code provided) have been updated per the additional information received. Furthermore, section was updated as the common device name provided in the initial medwatch report was incorrect. This is one of three device reports for this event; the associated MFR report numbers are: 1225714-2014-15097, 1225714-2014-15098 and 2937457-2014-03199. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received noted that the patient subsequently expired.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products.